Manufacturer narrative:
Update: (B)(4) 2013 - litigation papers received. Litigation alleges lack of mobility. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update** (B)(4) 2013 - patient's medical records were received. Records indicate the patient was also revised to address increased metal ion levels. Upon revision large volumes of tissue, capsule, and abductor musculature was removed, having been involved with metal ion disease.

Event description:
Patient was revised to address pain, suspected metallosis, osteolysis, and alval.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.